Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row 2 bins had failed and the door was not locking due to a loose pin on the molex connector to the door latch. The field service engineer secured the pin in the connector, restored proper latch operation, and identified that the (irac) integrated remote access controller board had failed and replaced the irac board to resolve the issue. The customer loaded medications in the bins successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, fridge was not detected on bus. User rebooted several times but unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.